Event description:
It was reported that a revision surgery occurred due to metalosis, wear and noise of the joint.

Manufacturer narrative:
This report will be amended when our investigation is complete.